Manufacturer narrative:
Date of event: 2015. Additional information was received that the patient had not used the scs system as it irritates her fibromyalgia. The physician did not suspect the device was harmful to the patient. The patient underwent an explant procedure per patients request. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-8216-50 ,serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.